Event description:
This unsolicited case from (B)(6) was received on 01/27/2015 from an orthopedist. This case involves a (B)(6) female pt who received treatment with synvisc injection and later experienced pain (left knee) (aching (1) knee), swelling (left knee), red swelling, fatigability (left knee), swelling of right knee and left knee effusion. The pt's medical history included left carpometacarpal (cm) joint osteoarthritis. Concomitant medications included limaprost for improvement of lower extremities pain, eldecalcitol (edirol) for osteoporosis, tramadol hydrochloride (tramal) for improvement of chronic pain, mecobalamin for peripheral nerve disorder, pregabalin (lyrica) for neuropathic pain, benzbromarone for hyperuricaemia, rosuvastatin calcium (crestor) for hypercholesterolaemia and ursodeoxycholic acid. No past drugs were reported. On an unk date, the pt received treatment with synvisc injection, (route, dose, frequency, batch/lot number and expiry date: not provided) into right knee for gonarthrosis (diagnosis date not provided). It was reported that the pt received synvisc at another hospital, experienced swelling and later underwent high tibial osteotomy (hto). On (B)(6) 2014, the pt started treatment with intra-articular synvisc injection, at a dose of 02 ml, weekly (batch/lot number and expiry date: not provided) into left knee for gonarthrosis. On (B)(6) 2014, she received synvisc injection. It was reported that on (B)(6) 2014, (before the injection), arthrocentesis was performed in which 14 cc of joint fluid (yellow clear fluid) was aspirated. After the injection, the pt experienced red swelling and fatigability. The events of pain, swelling, and fatigability of the left knee developed on the same day. On (B)(6) 2014, the pt visited the reporting hospital as an outpatient, and underwent arthrocentesis (unk amount of fluid was aspirated). Reportedly, the pt felt better after the procedure and returned home (no redness or hot feeling was observed). However, she had swelling and pain at home. On (B)(6) 2014, the pt visited the reporting hospital as an outpatient and underwent arthrocentesis in which 20 cc of joint fluid was drawn (mild turbidity was observed since (B)(6) 2014). The pt was administered intra-articular injection of 1 ampule (a) of decadron phosphate injection 1.65 mg and 2 ml of mepivacaine hydrochloride (carbocain) injection. On (B)(6) 2015, she visited the reporting hospital as an outpatient, and reported that the events resolve on around (B)(6) 2015 and she felt better. Action taken: unk. Outcome: recovered/resolved for the events of pain (left knee) (aching (1) knee), swelling (left knee), red swelling and fatigability (left knee). Unk for the events of left knee effusion and swelling of right knee. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Seriousness criteria: required intervention for the event of pain (left knee) (arching (1) knee) and swelling (left knee). Reporting orthopedist's causality assessment: highly probable for left knee pain; left knee swelling and fatigability; not provided for rest of the events.